Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 2000mcg/ml baclofen at 859mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient complained of continued spasticity despite the increase in baclofen dose. The patient asked their doctor for a dye study. The doctor attempted a dye study but was unable to aspirate the catheter. The doctor told the patient that their likely isn't working. The patient reported they didn't like their physician and has an appointment at mayo clinic in (B)(6) 2018. It was reported that the issue was not resolved at the time of the report. The patient did not complain of any symptoms of withdrawal, just that their spasticity has not improved. The patient also reported they feel pulling where the pump is located and mentioned they may want it removed, but will be following up with new physician. The issue had not been resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they assumed the catheter couldn¿t be aspirated because it was not in the intrathecal space. However, they could not be 100% sure because they could not inject dye. The patient was referred back to their managing physician, but they are going to mayo clinic for a consult. No further complications were anticipated/reported.